Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2000. The diameter of the proximal non-aneurysmal aortic neck was 18 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 100 mm. Vessel morphology is unknown. The pt has a history of hypertension and asthma. It was reported that the right iliac artery was ruptured during placement of the 22 french sheath. The rupture was treated successfully with placement of the iliac stent graft. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.